Manufacturer narrative:
At this time, no further information is available and records indicate this device remains implanted. This report will be updated should additional information become available.

Event description:
Boston scientific received information that on interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) in order to program therapy off, a screen was displayed indicating a device anomaly. The specific anomaly displayed was not known. Boston scientific technical services (ts) discussed troubleshooting and sending data for review. No adverse patient effects were reported.